Event description:
Boston scientific received information that two seconds of asystole were noted on telemetry strips while this patient was in the hospital. The reason for the skipped beats were never confirmed, however it was suspected that noise due to electromagnetic interference on the non-boston scientific right ventricular (rv) lead led to oversensing by this device which resulted in pacing inhibition. During investigation it was noted the rv lead displayed normal lead diagnostics. The device was reprogrammed to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed and remains in service. No further information is available. This report will be updated if more information becomes available.